Event description:
Balloon became deflated while in use.

Manufacturer narrative:
It was reported that the patient was experiencing pain. Due to this, he visited the emergency room. The catheter balloon was deflated, advanced, and reinflated to 10cc with sterile water. Patient stated it felt better. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.